Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The ultrasonic calibration was found within range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log (ehl) review was performed and revealed multiple events of "upstream occlusion!" However testing failures cannot be confirmed through the history log. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect an upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.